Event description:
A medtronic representative reported synergy cranial unexpectedly exited after 30 minutes navigating while in a surgery. The software was re-started to continue and the surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not available from the site. Software investigation not completed at the time of this report.

Manufacturer narrative:
The software log data from the date of the reported incident was retrieved, but was corrupted. Unable to determine root cause with available information.